Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic cholecystectomy, the bag was inserted in order to retrieve the gallbladder when the bag separated from the metal ring, causing the bag to detach. A component of the device disengaged into the patient cavity and was retrieved. The gallbladder was not able to be retrieved with the bag. A second bag was opened and tested outside of the patient and again the bag separated from the metal ring. To complete the procedure, another device was used successfully. No patient injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.